Event description:
Hcp reported patient infection and loss of efficacy on left side. Patient symptoms included redness, swelling,burning and shocking around ipg when device was on. X-rays were normal. Exploration showed fluid build up which tested gram positive. The device was explanted and returned to the manufacturer for analysis.